Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and underwent leak testing. No visual damages or abnormalities were found, and it did pass leak testing. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence when coughing or lifting heavy objects due to the length of the cuff. A month later a revision surgery was performed. Upon examination, the physician decided to explant and replace the cuff with a smaller one. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient sometimes presented urinary incontinence when coughing or lifting heavy objects due to cuff length of this artificial urinary sphincter (aus). A month later a surgery was performed, and after examination the physician decided to downsize the cuff. No patient complications were reported in relation to this event.